Event description:
I am a type 2 diabetic who recently change my dr. And he gave me a new glucose meter and my previous dr told me that I should get a good reading on the meter prior to using it. When I started using the new meter I received results that are 20-30 points higher than I usually get. I had my dr check it and my a1c was 6.4 which is normal for me. With the glucometer my a1c is 7.2-7.6. When I spoke with the MFR first they said it was the test strips, if they get to hot or cold they go bad. They sent me another box of strips with the same results. When I called back they said the strips are good and that they are allowed for the strips to be up to 30 points off. Reporter believes it is not the strips but the meter. Lifescan refuses to replace the meter just said he needs to have his blood checked by his dr when he has a concern. Medicare will not cover the strips for his old meter that is more accurate.